Event description:
It was reported that the patient's blood glucose level rose to greater than 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). The pod's cannulas was found bent. No medical assistance was required apart from a telephone consultation with a physician.

Manufacturer narrative:
The device has been received. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not available